Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a cystgastrostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician successfully deployed the distal flange of the stent in the desired position; however, after deploying the proximal flange, the entire stent fell into the patient's stomach. The stent was removed from the stomach with a snare, and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.